Event description:
During an anterior cervical procedure c5-c7 the handle of a drill/tap and screw guide broke. This happened while the surgeon was using it for the procedure. The surgeon retrieved all pieces. The procedure was completed with no adverse effect to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product eval revealed that the handle was broken off. Based on the provided details we are not able to determine the exact cause of this occurrence. The complaint is deemed indeterminate from a mfg standpoint.